Manufacturer narrative:
All of the buttons are functioning properly however, found slight corroded keypad traces. No button error alarm during our testing. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No motor error alarm and no excessive no delivery alarms and no audio or beep anomaly noted. The motor was tested outside of the device and passed. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip, cracked case near the display window corners, cracked on display window, minor scratches on the display window noted and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that they were hospitalized. The customer's mother reported that they also experienced high blood glucose. The customer's mother reported that they received a motor error alarm and several no delivery alarms. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 56 mg/dl at the time of call. The customer's mother stated that the drive support cap appeared normal. The customer's mother stated that they were able to rewind the insulin pump. The customer's mother stated that the insulin pump was not exposed to high magnetic fields. The customer's mother performed displacement test and a button error alarm occurred. The customer's mother stated that the no delivery alarm was resolved by a complete set change. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.